Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing an electrode. Customer stated that the sensor cannula did not appear to be stuck in her body. Blood glucose level at the time of the incident was 7.8 mmol/l. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
We evaluated one opened/used enlite sensor and found sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.